Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary one sample was returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector membrane, the needle of the protector penetrated the rubber stopper properly, although it was observed to be slightly bent. Functional testing was performed, liquid inside the syringe could successfully move to the vial and back to the syringe without issue however, a leakage between the protector and vial was observed. It was noted the protector needle penetrated the vial stopper off center. A device history review was performed for reported lot 2004111, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for lot 2004111, all results were found to meet required specification. Based on the investigation, it was determined this incident was likely due to an improper connection of the protector onto the vial. The protector must be completely vertical when attaching to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Event description:
It was reported that the protector p50j experienced leakage. The following information was provided by the initial reporter: during the preparation of endoxan, the hcp shook the vial attached to p50j vertically for dissolving and then the anticancer drug (endoxan) solution leaked between the protector and the vial.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the protector p50j experienced leakage. The following information was provided by the initial reporter: during the preparation of endoxan, the hcp shook the vial attached to p50j vertically for dissolving and then the anticancer drug (endoxan) solution leaked between the protector and the vial.